Manufacturer narrative:
During the eval of the device at a third party service center, a failure of the power management board was observed. The device's power management board was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunction that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
The MFR received info alleging a defect with a ventilator's power management board. There was no harm or injury reported.